Event description:
The customer called lfs in 2002 alleging patient's meter was reading inaccurately high. Customer stated in the evening 2 weeks ago the patient obtained a reading of 400 mg/dl before dinner. Customer gave the patient insulin based on their sliding scale. Patient then ate a normal sized dinner. In the morning soon after patient woke up they passed out. Customer called 911 and as they waited for them customer gave patient honey and a soda. Patient was coherent when the paramedics arrived and they obtained a reading of 125 mg/dl. The paramedics did not treat or take patient to the ER. Customer does not perform control solution test regularly. Customer stated the reason they thought their meter was reading inaccurate was because they thought the meter was reading higher than normal on a couple of other occasions. Customer has received the replacement meter.